Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. Accuracy testing was completed using retained kits of reagent lot 60820un14. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is not enough information to reasonably suggest a malfunction since the issue involves a discreet patient sample. All troubleshooting performed on the patient sample produced positive results. Additionally, positive results were also obtained at another facility utilizing the architect methodology indicating a sample specific issue. The limitations of the procedure and expected values sections of the architect stat troponin I package insert provides conditions that may cause elevated troponin-I results.

Event description:
The customer stated that one patient was presented to the emergency with chest pain. A sample from this patient generated a positive result for the architect troponin assay which was discrepant compared to a negative result of 0.0 generated with a different method. The patient was transferred to another facility where a sample was tested positive on the architect and negative with the other method. The sample was then tested with dilution and discrepant results were generated. The customers cut-off is 0.4 ng/ml. The following results were generated: 0.44, 0.47, 0.209 with 1:2 dilution and 0.087 with 1:4 dilution. The customer indicated that the patient did not have symptoms of myocardial infarction. No impact to patient management was reported.